Event description:
Boston scientific received information that this transvenous defibrillation lead was noted to have perforated the patient's pericardium. The physician elected to implant a new lead approximately one month later.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the perforation had been confirmed via echocardiography.